Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor failed to baseline) was isolated to an open r781 driven ground resistor on the computer/analog board. The monitor did not pass detect and treat testing. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.